Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lead: unknown implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to a high pacing output due to patient condition and a low lead impedance. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.